Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose was 405 mg/dl. Reportedly, the infusion set was changed to address the issue. Reportedly, the customer did not perform the cartridge air removal step and the pump supplies were in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.